Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on (B)(6) 2017.

Event description:
It was reported that the patient's controller was displaying the "replace generator soon" message. The pc app was updated over the phone and the message was cleared.